Manufacturer narrative:
Neither the impella cp nor the oscor 14 french introducer (lot number 1275384) was returned to the manufacturer for evaluation. The impella cp was discarded and the oscor 14 french introducer is being held "for the foreseeable future" by the facility's risk management department. The device history record for the oscor 14 french introducer was reviewed. All introducers, selected from lot number 1275384 per aql sampling, passed incoming inspection. The automatic impella console data logs were not reviewed for this case, as the failure occurred during insertion of the device. Based on additional information obtained from the physician, the introducer dilator was possibly not advancing with the sheath. Advancing the sheath over the guidewire, without the dilator through its tip, may have caused the guidewire to cause the sheath to split from the tip along its score lines; however, this cannot be definitively determined as the 14 french oscor introducer sheath was not returned for evaluation. The failure mode was determined to be medium risk due to moderate severity and low occurrence. In conclusion, the root cause of the tip split was unable to be determined as the introducer was not returned for evaluation by the customer. No corrective action is recommended as the root cause was unable to be determined. Internal reference: (B)(4).

Event description:
On (B)(6) "20107" a (B)(6) year old male patient presented in the facility's emergency room with a st-elevation myocardial infarction (stemi). A percutaneous coronary intervention (pci) procedure was started and during the case the patient became unstable, at which time the decision was made to place and impella cp. A14fr oscor introducer sheath was then inserted into the right femoral artery (rfa) in preparation for the placement of the impella cp. While gaining access via the 14fr oscor introducer, a guidewire was introduced several times, but would not advance. Fluoroscopy showed the guidewire to be outside of the sheath. The physician reported that the introducer sheath was difficult to place. A clinician reported that the insertion dilator "backed out" of the sheath while it was being advanced. The introducer sheath was then removed, and was found to have split in three different locations. The patient remained in stable condition. The patients blood pressure slowly began to drop again, so the decision was made to place the impella cp in the lfa. The pump was then placed without issue. A large softball size hematoma developed at the rfa access site. The hematoma was reported to be dry and soft. Manual pressure was held for approximately one hour due to the administration of 10,000 units of heparin, aggrastat, and reopro. The hematoma was successfully expressed out. There was slight ooze at the impella groin site, but this was minimal and resolved easily with the administration of 10-200mm hemoglobin (hg) on the femstop. There was no hg drop, no blood loss needing any intervention with blood products. The patient was supported with the impella cp for 28.57 hours. The patient expired on (B)(6) 2017. The physician reported that she did not feel that the sheath problem contributed to the patients overall critical status or outcome.